Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet following an unannounced meal, with sensor glucose around 237 mg/dl and confirmatory fingerstick at 245 mg/dl, and later trending down to 218 mg/dl; insulin delivery was verified and described as conservative, and education was provided to allow automated correction and on sensor lag and meal announcement. Symptoms included elevated blood glucose without reported physical complaints. Outcomes included no medical intervention, no alerts or alarms, and blood glucose returning to range on follow-up. Investigation included customer interview and troubleshooting. Investigation of this case revealed no device malfunction, confirmed insulin delivery, and a probable relation to an unannounced meal and sensor lag. It was concluded that the event was hyperglycemia with unclear cause relative to device performance, with user and meal-related factors contributing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.